Event description:
Report received indicated that the sv guidewire fractured inside the patient. Details of procedure and event were not available at the time of this report. There is no known patient injury. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.